Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting a ¿hi¿ message when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 5:15pm. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported between 1-1:30pm on an unknown date she exercised. The patient reported 1 minute after the alleged issue occurred she felt ¿shaky.¿ the patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used and there was no misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.